Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information were unsuccessful. Bioprosthetic valves have been proven to have excellent long term durability. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration or endocarditis. These are typically due to patient factors such as age, gender, and prior medical history of hypertension, diabetes and renal disease. Without additional information the clinical observation cannot be confirmed and cause remains indeterminable; however, patient factors may have contributed. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards learned a patient with a 25mm aortic valve implanted four years, nine months, underwent transcatheter valve-in-valve procedure due to unknown reasons. A 26mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. Case was reported to be successful with no complications. No additional information is available.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution.

Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. Many factors contribute to the onset and propagation of calcification. These can include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. As the device remained implanted, no product evaluation was able to be performed. The root cause of the calcification remains indeterminable. However, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event.

Event description:
Edwards received additional information through follow up that the 25mm valve was disabled after an implant duration of four years, nine months due to calcification and stenosis. Per obtained medical records, the patient presented with acute on chronic diastolic congestive heart failure secondary to severe calcific aortic stenosis and aortic insufficiency. A 26mm transcatheter valve, was successfully implanted in the aortic position using a valve-in-valve procedure. There were no complications and the patient was noted to be doing quite well post operatively.